Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap total prostatectomy, the electrode peeled away and the zirconia was damaged when the device activated with clamping the prostate gland. No error lamp was illuminated. The fragments fell into the patient and they were removed from the patient endoscopically, and then irrigation was performed. Another device was used to complete the case. There were no adverse consequences to the patient. No fragment inside the patient was confirmed with x-ray. The doctor commented that the fragments had not been left inside the patient as all fragments which had been seen had been removed, irrigation had been performed and no fragment inside the patient had been confirmed on x-ray. The patient's condition was stable. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.